Event description:
Event description guidant received information that this transvenous atrial pacing lead exhibited a fracture. The lead was surgically abandoned and replaced with a non-guidant pacing lead. There were no patient symptoms reported with this clinical observation.